Event description:
It was reported to boston scientific corporation that a genesys hta procerva hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the hysteroscopy phase of the procedure the sheath was punctured by the tenaculum. The procedure was completed with another of the same device. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.